Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: 6940-52 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) ventricular tachycardia (vt) episodes and sensing integrity counter (sic). The lead was found to have high thresholds with no capture at maximum output and high impedance. The lead was suspect of a fracture. The lead was turned off and was scheduled to be replaced. No further patient complications have been reported as a result of this event.